Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction. During troubleshooting with tandem technical support the malfunction alarm was able to be cleared. Customer's blood glucose level was 103 mg/dl.